Event description:
It was reported that the patient experienced a seizure 24 hours after pump implant in 2004. As a result, the medication was turned down and the patient was hospitalized for several days.